Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-apr-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges and analyzer that yielded a false positive discrepant result of 0.09 ng/ml on an 65 year old female patient with throat pain . There was no additional patient information at the time of this report. Return product is available for investigation. Method, sample, date, time, result : I-stat, wb-1, (B)(6) 2023, 10:02, 0.09ng/ml; I-stat, wb-2, (B)(6) 2023, 10:33, 0.00/ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-apr-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b22278.